Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device was found deceased in a wooded area and then taken to a local medical facility. During the post mortem interrogation, the device displayed an error message related to a shorted condition. Boston scientific was then called for advisement, at which time it was communicated the need to have the device deactivated and returned or analysis. A latitude data search was also conducted and illustrated noise on the right ventricular (rv) lead and shock channels, likely related to an electrode impairment. No information regarding the rv lead was known. A previous yellow alert for rv intrinsic amplitudes out of range, was also observed. The device had been implanted for approximately three years and the patient was 54 percent paced. The explanted device is expected to be returned for analysis for root cause assessment.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was successfully interrogated with a programmer, and a full memory download was conducted. Review of the device memory confirmed there were two error codes recorded: code 1004, which indicates a short circuit condition was detected during shock delivery and code 1007, which indicates the capacitor charge time exceeded the 45 second limit. Visual inspection of the device exterior revealed an arc mark on the case and an x-ray of the device confirmed that the high voltage (hv) plasma fuse was damaged. This type of damage is typically observed when a shorted lead condition occurs during shock delivery. The energy of the shock escapes the lead and cycles back to the device causing the arc mark and subsequently damaging the hv plasma fuse.

Event description:
It was reported that the patient with this device was found deceased in a wooded area and then taken to a local medical facility. During the post mortem interrogation, the device displayed an error message related to a shorted condition. Boston scientific was then called for advisement, at which time it was communicated the need to have the device deactivated and returned or analysis. A latitude data search was also conducted and illustrated noise on the right ventricular (rv) lead and shock channels, likely related to an electrode impairment. No information regarding the rv lead was known. A previous yellow alert for rv intrinsic amplitudes out of range, was also observed. The device had been implanted for approximately three years and the patient was 54 percent paced. The explanted device is later returned for root cause analysis.